Event description:
Purchased acuvue oaysis with hydraclear contact lenses in (B)(6) 2024. Noticed the individual contact packaging looked different (teal versus blue) but otherwise appear the same as what I had been using. There is something different about these lenses. They irritate my eyes after only a few hours wear. They cause itching, burning, minor eyelid swelling, blurry vision, and whether it corresponds or not, intermittent hives on my face. I've never experienced this with this contact brand and type and have worn them nearly exclusively for about 20 years. Google searches for issues or recalls returned multiple forums of individuals experiencing similar issues to mine.